Event description:
It was reported via user facility report 001159298 that balloon detachment occurred. The target lesion was located in the circumflex coronary artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. During the angioplasty procedure, the balloon detached and migrated into the coronary artery, and medical intervention was performed. No further information available.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.